Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer alleged that there was an underlying issue for the occlusions but declined troubleshooting with tandem technical support to determine a possible cause of the occlusion with the current supplies.